Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. Visual examination revealed a tear in the balloon tubing, consistent with damage caused by a tool or sharp instrument. This tear resulted in a fluid leak, which prevented the balloon from undergoing functional testing. The nature of the damage strongly suggests it was inflicted by a sharp object. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the available information and analysis results, the reported clinical observation of balloon fluid leak, hole/perforated was confirmed as a secondary failure due to sharp instrument damage.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, and the device did not work properly. Upon revision, a hole and fluid loss from the pressure regulating balloon (prb) was observed, so it was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, and the device did not work properly. Upon revision, a hole and fluid loss from the pressure regulating balloon (prb) was observed, so it was explanted and replaced. No further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. Visual examination revealed a tear in the balloon tubing, consistent with damage caused by a tool or sharp instrument. This tear resulted in a fluid leak, which prevented the balloon from undergoing functional testing. The nature of the damage strongly suggests it was inflicted by a sharp object. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the available information and analysis results, the reported clinical observation of balloon fluid leak, hole/perforated was confirmed as a secondary failure due to sharp instrument damage.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, and the device did not work properly. Upon revision, a hole and fluid loss from the pressure regulating balloon (prb) was observed, so it was explanted and replaced. No further patient complications reported.